Manufacturer narrative:
B3/d10: the issue started occurring since august 2024. D4: lot #: the suspected lot numbers are dr24c28079, dr24d26093, dr24f14031, and dr24h23079 d4: unique identifier (UDI) #: the UDI# for lot dr24c28079 is (B)(4). The UDI# for lot dr24d26093 is (B)(4). The UDI# for lot dr24f14031 is (B)(4). The UDI# for lot dr24h23079 is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing on the administration port of an unspecified quantity of intravia containers cut and tore off from the container. These issues occurred while using the containers. The devices contained hydromorphone and fentanyl/bupivacaine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: device manufacture date: the suspected lot dr24d26093 was manufactured in 04/30/2024. The suspected lot dr24h23079 was manufactured in 08/26/2024. H11: the device from one of the suspected lots (dr24h23079) was received for evaluation. Visual inspection was performed on the sample which showed that all components are correctly placed and according to the specification. Functional testing including pressure testing was performed and the device performed according to product specifications. Dimensional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples showed a broken membrane due to the spike used and/or the friction. However, due to the nature of the sample provided, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause was due to user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.